Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime/a33 test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was 255 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.